Event description:
It was reported by the rep that 2 rods were found broken in a pt who had a spine surgery in (B)(6) 2010. These implants were removed on (B)(6), and the doctors decided to implant the other brand, because this will be the third case in which dr (B)(6) had some kind of problem with stryker implants. Before this case, (B)(4) were registered also during this year.

Manufacturer narrative:
Additional info has been requested and if made available, this will be reported as supplemental. Method, result, and conclusion will be made available following an engineering evaluation.